Event description:
Based on the report, the product was returned as an implant failure because of the failure to osseointegrate even 8 months after placement. The patient had good oral hygiene, moderate (class c) bone quantity and type 2 of bone quality. The fixture was placed with a one stage surgery in tooth location #14. Allograft was used as a bone augmentation material for sinus lifting. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was stable and the patient has been asked to come back after a month however not sure if an implant will be placed or not.

Manufacturer narrative:
Based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient oral hygiene, or patient behavior.